Manufacturer narrative:
Analysis of the submitted system controller log file confirmed an increase in pump power and estimated flow as well as no external power events; however, a specific cause could not conclusively be established through this evaluation. Additionally, a direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) could not conclusively be established through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was in a ¿shared care¿ facility. The patient¿s lactate dehydrogenase level in (B)(6) 2016 was 580 u/l and as of (B)(6) 2018, it was 900 u/l. The patient denied any visual signs of hemolysis at this time. The patient¿s power is normally 4-5, per patient, but the history is showing some elevated powers in the low 7 range. The patient was medically treated with plavix and the warfarin dose was increased, as well as the inr goals. The patient continues to feel well and has no symptoms or signs of hemolysis. Additional information has been requested but has not been provided.